Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to overheat. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the link nut was found to be loose, the eccentric ball bearing on the driver was found to be damaged, and an unknown substance was found on the sockets. The presence of an unknown substance on the sockets, a loose link nut, and a damaged eccentric bearing could all cause or contribute to the handpiece overheating.